Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Lot# information of the the affected product was not provided by the customer. The customer stated that they will return the affected product to natus for evaluation. No product receive to date. Follow up's with the customer are currently ongoing, requesting a status update on when the product will be returned. Per (B)(4) rev 09 risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID 5.14. Cause - breakage of male luer lock connector at the bottom of drainage tube that connects the drainage bag. Effect (harm) - delay in patient treatment. Residual risk medium. The hazards identified have been reduced as far as possible, and the luer lock connectors fitment are designed in compatible with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso 80369-7 luer reference fittings. No related capas. Further investigation to be carried out.

Event description:
Nt821731c - customer reported, connector at distal drain end of drain connecting to bag cracked at time of bag change. The entire system had to be replaced.. No harm noted to patient.

Event description:
Nt821731c - customer reported, connector at distal drain end of drain connecting to bag cracked at time of bag change. The entire system had to be replaced. No harm noted to patient.

Manufacturer narrative:
Follow report 001 ref to natus complaint # (B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 30 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = (B)(4). Root cause/failure investigation: the customer did not return the device for evaluation. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.